Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol phasix mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st and phasix mesh on (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st and phasix mesh on (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with infected mesh and recurrent ventral incisional hernia thereby underwent open repair with excision of infected mesh and implant of phasix st (device 1). Per op notes, ¿incision was made through old scar. The infected prior mesh was dissected free and excised entirely. Adhesions were lysed. The resultant defect was noted and reduced. A phasix st (device 1) was placed and tacked.¿ (note: the mesh excised during this procedure was unknown). On (B)(6) 2017 - patient was diagnosed with abdominal pain and hematoma thereby underwent CT guided abdominal drain placement. On (B)(6) 2018 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with excision of phasix st (device 1) and implant of ventralight st (device 2). Per op notes, ¿the hernia sac was identified and dissected free. The sac was excised including the attached omentum. The previous mesh (device 1) was excised. Adhesions were taken down. A ventralight st (device 2) was placed and secured using sutures.¿ on (B)(6) 2018 - patient was diagnosed with postoperative wound infection, abscess and abdominal pain thereby underwent open repair. Per op notes, ¿some minor erythema at the superior aspect of the prior incision was excised. Serous fluid collection was noted and drained. There was no frank pus. The wound was washed and dressed.¿ (note: there is no visualization of ventralight st - device 2).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, UDI no.), d6a (date of implant), g3, g6, h2, h6, h10. This supplemental emdr represents the bard/davol ventralight st mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol phasix st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.